Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: 1 syringe of 1.0ml with 0.65ml of gel remaining received with cap and without needle. No defect observed. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok and needle hub connection.

Event description:
Health professional reported that one syringe of juvederm vollure xc had the filler "spill out from the side¿ during patient injection. Patient contact was made. No injury occurred.